Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm has intermittent power when tested with the batteries that were returned with the alarm. Unit functions tested ok after the batteries were changed with new ones. (B) (4).

Event description:
The customer reported that the lights come on and the different modes can be changed but the alarm won't sound. There was no patient injury reported.